Event description:
Information was received that a smiths medical tracheostomy tube was noted to have a cuff not inflating circumferentially. Incident was noted after one week of use as well as one cleaning cycle. Patient had respiratory compromise as a result and a tracheostomy change out was required.

Manufacturer narrative:
Device evaluation: seven portex bivona tracheostomy tubes were received for investigation in used condition, without their original packaging. Immediate visual inspection of the samples found loose contamination in shaft, cuff, and neck strap. Air cuff symmetry tests were performed and found some cuffs inflated without problems (samples one and five), but in samples two, three, four, and six, the cuffs did not inflate uniformly. In accordance to the IFU, the balloons were manipulated and the cuffs inflated uniformly. After the cuffs were inflated uniformly, they were deflated and inflated 4 times, and no inflation issues occurred. The samples also had cuff measurements, which were all found to be within manufacturing specification. In addition, the airway and balloon assembly were reviewed with no discrepancies. The air cuff symmetry tests were audited during thirty two (32) units finding all symmetrically inflated cuffs. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint allegation was not confirmed. No fault was found with the returned samples.